Event description:
The turbo hawk catheter would not fit through the recommended 7fr sheath. A 7fr 45 cm sheath was used. The turbohawk would not go through the sheath at all. No visible defects. Another catheter obtained and used without difficulty. Procedure continued without incident.====================== manufacturer response for turbo hawk atherectomy catheter, covidien (per site reporter).====================== will provide new device.